Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support again if any issues arise.